Manufacturer narrative:
The patient began treatment for the peritonitis with the bolus protocol on (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. The patient began treatment for the peritonitis with an unspecified ¿bolus protocol¿ (dose, frequency, route and duration were not reported). No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.